Event description:
It was reported that the patient arrived at the emergency department due to failure to capture and was found in blocked atrial fibrillation (af) rhythm with an escape rhythm of 35 beats per minute (bpm). The patient was hospitalized. This lead exhibited high capture threshold likely due to maturation of the tissue-electrode interface. The patient was mentioned to be overweight and the physician decided to plan the implant of a leadless pacemaker. The leadless pacemaker was implanted as planned and the cardiac resynchronization therapy defibrillator (crt-d) remains in service with only anti-tachycardia support enabled. This lead remains in service. No additional adverse patient effects were reported.